Manufacturer narrative:
Additional information: section h manufacturer narrative. Upon investigation of the actual device used in this incident, it was determined that the new patients were not crossing over. A technical support specialist dialed into the carefusion coordination engine and fixed the service issue and pharmacist confirmed the issue was resolved. A technical support specialist confirmed that this was not a malfunction of the devices, it was a hospital network that was down devices in disconnected mode do not prevent or delay removal. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, new patients and orders were not crossing over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the new patients were not crossing over. A technical support specialist dialed into the carefusion coordination engine and fixed the service issue and pharmacist confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, new patients and orders were not crossing over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.